Event description:
The customer reported a ventilator experienced a shutdown on its own while on a patient. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse tested the device and found no issues, the device successfully passed all testing and verification. No other anomalies were reported. Based on the information provided and service performed, the customer's alleged malfunction was not confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.